Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fibers 1 and 2 and the deformable body thermocouple (tc2) were determined to be fractured and optical fiber 3 was determined to be partially fractured at the location of the fracture in the shaft material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action identified that the root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
This report is to advise of a fracture found on the catheter shaft during analysis.